Event description:
It was reported that the patient had a syncopal episode. When the implantable cardiac monitor was interrogated it was observed that there was a noisy baseline on one of the episode but the r waves were distinguishable initially. The tracing became completely noisy and then the noise decreased before termination. It was unknown if the noise was due to myopotentials or seizure behavior. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).